Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Access was obtained via the left femoral artery. The 2.5x14mm and 70% stenosed concentric and de novo lesion being treated was located in the mildly tortuous and moderately calcified left circumflex (lcx) and obtuse marginal. The 2.50x16mm taxus liberte stent delivery system (sds) was advanced to the target lesion but did not cross. Stent damage was noted. The procedure was not completed and a new intervention was scheduled. There were no patient complications and the patient condition was listed at "stable".

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the product mandrel inserted and stent balloon protector attached. A visual and microscopic examination identified proximal stent damage. On row 2 one strut was raised distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Access was obtained via the left femoral artery. The 2.5x14mm and 70% stenosed concentric and de novo lesion being treated was located in the mildly tortuous and moderately calcified left circumflex (lcx) and obtuse marginal. The 2.50x16mm taxus liberte stent delivery system (sds) was advanced to the target lesion but did not cross. Stent damage was noted. The procedure was not completed and a new intervention was scheduled. There were no patient complications and the patient condition was listed at "stable".